Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the catheter had broken three times {refer to manufacturing report # 3004209178-2021-17026 regarding broken catheter}. It was noted the patient was currently on their 3rd catheter in 7 years. It was further reported the healthcare provider (hcp) discovered ¿probably march 2017¿ that the catheter was broken and had to be replaced. However, patient records indicate the catheter is original since implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu unknown, cath serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu unknown, cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.